Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number : 2017865-2019-13018. Manufacturer report number : 2017865-2019-13019. It was reported that the patient presented with red and swollen pocket due to infection. There was no discharge from infected site. The cause of the infection was unknown. No intervention taken at this time and there were no patient symptoms reported.